Event description:
Vendor reported the pt's insulin cartridges are leaky. Vendor stated pt's blood glucose levels elevated up to 300 mg/dl. Pt's normal blood glucose level was not provided. Pt was able to get her blood glucose level under control by herself. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.